Event description:
It was reported there is exposed wire on the rf (radio frequency) head cable. The rf head was returned for repair. No patient involvement was reported.

Event description:
It was reported the programmer is used for animal research (interrogations). The customer states it will not power on after multiple power cords. It was also mentioned the EKG (electrocardiogram) port may be broken and the programmer head needs to be replaced. The programmer was returned for repair. No patient involvement was reported. Followup information received indicates there is exposed wire on the rf (radio frequency) head cable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable was damaged and had exposed wires. Movement of cable near damaged area would cause the programmer to power off and not power back on until cable is removed. It was also noted that the label was missing the backing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).